Event description:
Patient reports he applied freestyle libre 14 day sensor on his upper arm and a day later he started to feel pain and difficulty in raising his arms. Later he took off the sensor from his arm and found needle was bent.